Event description:
It was reported that the patient¿s device battery was running low and the patient wanted to get it replaced. It was noted that the patient was wearing an external stimulator on his belt for the last month, which was connected to the lead in his body. It was noted that the external screener was ¿working great and does what the original¿ device ¿never could do.¿ it was indicated that the patient¿s doctor ¿felt the electrode for the original¿ device ¿had migrated and was not placed properly.¿ the doctor put a new lead in last month and had another doctor observed the procedure. A second surgery was going to be done two weeks ago, but the patient took an aspirin product two days before and the doctor wanted to postpone the surgery. The patient was directed to contact his doctor. Additional information received reported that the patient was still having concerns regarding his device/therapy, but was working with his doctor/manufacturer representative with a noted appointment next month.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v138325, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).